Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Event date is unknown. Initial reporter and facility are unknown. Device model and serial number, are unknown. Patient information is unknown. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 1 year 9 months post implant of this bioprosthetic valve, the patients spouse called technical services stating that her husband passed away 42 days post implant due to potential complications with the valve being the incorrect size. Actual cause of death is unknown.